Event description:
Pt stated he heard a "pop" sound, that he was not moving at the time and was just lying in bed. The nurse aspirated bright red blood from the catheter. It was determined that the balloon had ruptured.